Event description:
It was reported that the insulin pump alarmed no delivery, which the customer received upon waking up. The customer's wife stated that she had called before and performed troubleshooting for similar issues already. She stated that the customer's blood glucose levels had been high and low, which they had treated for with insulin and food intake. She declined troubleshooting for the alarm and requested replacement of the device. The caller did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.